Event description:
It was reported that the patient experienced infection with his inflatable penile prosthesis (ipp) due to an oral surgery after implant. The device was removed and replaced with a new tactra penile prosthesis. No further complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. There were no product performance issues, just patient infection caused by the previous oral surgery. The patient also presented fever.